Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the events and a direct correlation to heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further issues have been reported at this time. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had persistent supraventricular tachycardia, sinus tachycardia, and atrial flatter. Therapy was initiated with bisoprolol.

Manufacturer narrative:
This event occurred at (B)(6). The heartmate 3 lvas was implanted during the hm3 ce mark trial in europe. Ce mark approval for heartmate 3 lvas was received in oct2015. Approximate age of device - 4 years, 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2019, patient had acute dyspnoe with abnormal pump parameters. CT showed kinking of outflow graft with outflow graft obstruction. Re-sternotomy was done and fibrin tissue was removed resulting in a reduction of outflow graft. Causal relationship seems to be that the heart size was reduced. Patient was placed on extracorporeal support and inotrope medication. As of (B)(6) 2019, patient is recovering in the ICU. No further information was provided.